Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient had dizziness. Upon review, the atrial lead exhibited noise oversensing, which led to pacing inhibition. No intervention was made.